Manufacturer narrative:
The product's serial number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a supraventricular tachycardia/ep study, electrical property issues with the computer resulted in a procedural delay. Shortly after catheterization, extra-stimulus pacing was attempted, but it was noted that the ep-4 touch screen and ep-4 panel on the workmate claris screen flashed white and returned to the main menu. The on/off display on the ep-4 touch screen also showed "ep-4 is off". The system was restarted and the issue was resolved briefly, but then the issue recurred. All of the connections were checked between the ep-4 touch screen, the dws, the ep-4 stimulator, and the workmate claris amplifier. All connections were secure but the issue persisted. The procedure was completed using a non-abbott system and stimulator with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One workmate¿ claris¿ ep-4¿ cardiac stimulator, pn 100111219, sn (B)(6) was received for evaluation. The stimulator was powered on, but no communication was established with ep-4 touchscreen pc. No discoloration of the power supply electrical connector was observed. The single board computer (sbc) was temporarily replaced with a known good unit and normal functionality was restored to the system. The root cause of the reported event was isolated to the single board computer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.